Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 500mg/dl and button are less responsive. Customer was treated with syringe. Customer stated that insulin pump had scratches on screen, diminished battery life, gotten no delivery alarms at night. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.